Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found a stuck tip sleeve in position #3. Fse replaced the tip clamp and cleaned the sleeve. Fse checked lld by running splld. The instrument was tested without further problem and returned to expected operation.